Event description:
It was reported that the patient received a por (power on reset) condition, which she was able to 'clear.' The patient's patient pr ogrammer stated 'error' and then call your doctor. The patient met with her physician who did not see the por on the physician programmer. The patient may have seen an 006 error (multiple button press). The patient also had a loss of stimulation therapy for about one month. The patient checked with the patient programmer and found the device was off. Turning the device back on resolved this issue. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's device was off and after seeing the error message she did not note any of the numbers and merely turned it back on. It was also reported that the physician programmer did not read any error messages. There was no power on reset (por) message.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot# v388241, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot# v355048, implanted: (B)(6) 2010, product type lead. (B)(4).